Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia ablation, and the patient experienced cardiac tamponade that required pericardiocentesis, medication and transfusion. First, it was reported that ablation could not be performed due to temperature rise. Temperature cutoff value: 42 noted temperature value: 47. This occurred during the first ablation, two (2) hours after the thermocool smarttouch sf catheter connection. Reconnecting the cable or replacing the cable did not resolve the issue. The issue was resolved by replacing the catheter with another one. A cardiac tamponade was reported as well. The cardiac tamponade was confirmed after the temperature issue, at the time of replacing the catheter. Low blood pressure was observed. Echocardiogram confirmed blood outflow in synchronization with heart beats. Ablation was not performed before confirming the cardiac tamponade. Drainage (over 1000 cc) and transfusion were performed, and medication (albumin) was administered. The patient was able to stay overnight without thoracotomy, and continuous monitoring was ongoing. The patient fully recovered. The physician reported that there is a possibility that the right ventricular perforation occurred accidentally during epicardial puncture. Procedural activated clotting time (act) was maintained over 300 sec. The temperature rise issue is not MDR reportable.

Manufacturer narrative:
The device was returned for investigation on 09-apr-2025. It was reported that a patient underwent a ventricular tachycardia ablation, and the patient experienced cardiac tamponade that required pericardiocentesis, medication and transfusion. First, it was reported that ablation could not be performed due to temperature rise. Temperature cutoff value: 42 noted temperature value: 47. This occurred during the first ablation, two (2) hours after the thermocool smarttouch sf catheter connection. Reconnecting the cable or replacing the cable did not resolve the issue. The issue was resolved by replacing the catheter with another one. A cardiac tamponade was reported as well. The cardiac tamponade was confirmed after the temperature issue, at the time of replacing the catheter. Low blood pressure was observed. Echocardiogram confirmed blood outflow in synchronization with heart beats. Ablation was not performed before confirming the cardiac tamponade. Drainage (over 1000 cc) and transfusion were performed, and medication (albumin) was administered. The patient was able to stay overnight without thoracotomy, and continuous monitoring was ongoing. The patient fully recovered. The physician reported that there is a possibility that the right ventricular perforation occurred accidentally during epicardial puncture. Procedural activated clotting time (act) was maintained over 300 sec. Device investigation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. An irrigation test and temperature and impedance test were performed, and no issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31371605l and no internal action related to the complaint was found during the review. The high temperature issue reported could not be replicated; therefore, it was not confirmed. No malfunction was observed during the product analysis. The potential cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).